Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "the device blocked"? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the reload begin to staple and cut, but then jammed? Did the tissue retaining pin lock into the correct position? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hartman procedure, during use the device blocked and didn¿t open. It was reported. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/02/2020; d4: batch # t5e76n. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The attempts have been made for additional information, however no further information has been provided.